Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. Examination of the returned device revealed the following: the specimen received consisted of unraveled stent wire tangled with reinforcing tape; an 18cm segment of the distal shaft with the distal tip attached was also received; the proximal end of the distal shaft was crimped and flattened. Based on the device examination performed, no manufacturing anomalies were identified. Based on the investigation, we are unable to determine the exact cause(s) of this event. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the gore viabahn endoprosthesis (lot #14255428) got hung up in the graft when trying to advance during a revision case. The doctor pulled the gore viabahn endoprosthesis back to reposition and attempted to advance again. The doctor believes, while attempting to advance again, the deployment line got caught on something, causing the device to begin deployment. The doctor pulled back more aggressively and the delivery catheter broke. At this time the doctor reported the gore viabahn endoprosthesis started to come apart and unravel. The doctor then cut the device in 1/2 and left the open portion of the gore viabahn endoprosthesis in the patient, pulling out the rest.